Event description:
It was reported that a patient underwent a lateral episiotomy procedure in 2009. The patient felt pain and an acestoma appeared on the wound. The following month, the suture was not absorbed and the surgeon removed sutures from the wound and used bactericide to treat it. Currently, the patient is fine.

Manufacturer narrative:
Acestoma occurred, conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.